Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced low voltage alarms. The patient does not remember letting the batteries drain. The patient was unable to preform a self test on the controller. It was reported the button was "broken". No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed. The reported event of a self-test issue regarding the system controller was not confirmed. The provided log file was reviewed, containing data that spanned approximately 7 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On (B)(6) 2020 at 11:03, the patient was observed to connect to batteries that were not fully charged. Beginning at 11:41 of the same day, low voltage advisories became active due to low charge within the batteries. Low voltage hazard alarms became active at 13:54 of the same day since the batteries remained in use. The alarms resolved when the patient exchanged power sources at 14:18. The patient¿s voltage values remained routine throughout the remainder of the log file. Other atypical events, including issues regarding the controller¿s self-test functionality, were not observed. The system controller was not returned for analysis. The root cause of the reported low voltage alarms appeared to have been user error in connecting to batteries that were not fully charged. The root cause of the reported self-test issue was unable to be determined through this analysis. The heartmate ii patient handbook instructs users on how to properly perform a self-test. This sections also states, ¿if either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module.¿ the heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.